Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The top case on the pump was a counterfeit product. The reported check clutch/ plunger lever error was evidenced in the event history log (ehl). An occlusion test was performed. The reported error was reproduced during the test. The product problem occurred because the clutch halves were no longer functional due to normal/expected component wear. No real fault was found with the pump. The worn components were replaced to address the product issue.

Event description:
It was reported that the medfusion pump produced a check plunger/clutch error. No patient injury or complications were reported in relation to this event.